Event description:
It was reported that the user experienced recurrent low glucose episodes (nadir of 40 mg/dl) after intentionally announcing multiple ¿fake¿ meals on the ilet to reduce elevated glucose, with the highest reported glucose at 325 mg/dl and device alerts for high and low glucose; education was provided that announcing meals without carbohydrate intake can result in excess insulin and subsequent hypoglycemia, and the user was transferred for clinical support on appropriate use. Symptoms included hyperglycemia, hypoglycemia, nausea, fatigue, dry mouth, and headache. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of user-reported data and troubleshooting with education on correct meal announcement practices. Investigation of this case revealed that the events were due to user technique, specifically using meal announcements as a corrective action without carbohydrate consumption, leading to insulin stacking and subsequent lows; the device functioned and alerted as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper meal announcements and corrective behavior, not a device malfunction.